Event description:
It was reported that a new ilet user experienced multiple episodes of low blood glucose over several days, including after a dinner announcement that was less than normal, followed by an immediate meal and subsequent rapid decline in glucose; the user reported frequent rapid drops, major lows seen on a bionic report, and concern that their announcements may be too aggressive. Symptoms included hypoglycemia. Outcomes included the need for repeated self-treatment using the 15 grams every 15 minutes method, which typically raises glucose above 70 mg/dl. Investigation included review of available device-generated data and troubleshooting and education with assignment for additional training. Investigation of this case revealed recurrent low glucose without a confirmed device malfunction, with user-reported rapid sensitivity to insulin and possible suboptimal meal announcement strategy contributing to low glucose. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.